Event description:
Information received by medtronic stated that the screen of insulin pump was cracked. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the screen found on (B)(6) 2022. Pump was received with a blank display. Unable to perform the displacement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate power management graph due to blank display. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of corrosion or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. However, a cracked and bleeding lcd glass was noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcb 1 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display was noted. Blank display was confirmed, suspected on pcba 2. Missing segments/partial display was confirmed, due to a cracked and bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to download history files and traces using thump due to blank display. Blank display was confirmed, suspected on pcba 2. Missing segments/partial display was confirmed, due to a cracked and bleeding lcd glass. Cosmetic damage was confirmed at the pump screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The device was returned for analysis.